Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net. A review of the transmission revealed episodes of post-paced t wave oversensing exhibited by the implantable cardioverter-defibrillator. No interventions were reported. Further information was requested but not received.